Event description:
Major pump unit(s) involved: blood pump;thoratec ivad.specific component(s) involved: changed to heartmate iicausative or contributing factor: no specific contributing cause identified; intervention(s): replacement of pump;type: lvad.

Event description:
Major pump unit(s) involved: blood pump.